Manufacturer narrative:
Product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8598a, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID neu_ptm_prog, product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the baclofen dose was 2000 mcg/ml. Additional information received reported that the hcp stated the ptm issue was more of an inquiry. The patient had lost their ptm and he gave them a new one. The hcp did not know that the new one would not automatically have the patient's lockout intervals contained in it, thus the hcp noted there was nothing actually wrong; he just did not understand how it worked when a patient was given a ptm. The call was for information. The hcp noted the medication in the pump was lioresal.

Event description:
It was reported that on (B)(6) 2013, this patient was given a bolus dose of 50 micrograms (mcg) in the hospital. The reason for the bolus was not provided but the bolus was reported to have worked for the patient. On day of this report, the patient had "come back" with itching, spasms and had appeared unhappy. Of note, this patient had two personal therapy managers (ptm). One ptm was set for the current pump setting of 50 mcg twice a day. The second ptm had been set at 25. On (b)(6 2013,the patient was given via the personal therapy manager (ptm) two 50 mcg boluses between 8:00 and 12:00 pm. The patient was locked out of receiving a bolus on the morning of this report. As a result, the second ptm was used and it appeared as though it delivered the 25 mcg bolus. Upon further review of the events the following specifics were provided. On (b)(6 013 at 7:44 pm the patient received a bolus. At 11:44 pm the ptm rejected the bolus and at 11:45pm it delivered it. Then on (B)(6) 2013 at 6:46 am, it delivered another one. There was inquiry why the (B)(6) bolus was delivered based on what the pump was programmed for; two 50 mcg boluses per 24 hours. This device delivered baclofen. Additional information has been requested, but was not available as of the date of this report.